Event description:
It was reported by a patient advocate that the communicator had issues communicating with this pacemaker. It was noted that the red call doctor icon was triggered. The patient advocate was referred to the clinic. A new cell adapter was sent to the patient. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported by a patient advocate that the communicator had issues communicating with this pacemaker. It was noted that the red call doctor icon was triggered. The patient advocate was referred to the clinic. A new cell adapter was sent to the patient. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. However, the device did fail the inductive telemetry testing. Correction to field e1: initial reporter title correction to field e1: initial reporter first name correction to field e1: initial reporter last name correction to field e1: initial reporter facility name correction to field e1: initial reporter address 1 correction to field e1: initial reporter city correction to field e1: initial reporter state correction to field e1: initial reporter zip code correction to field e1: initial reporter phone correction to field e2: health professional? Correction to field e3: occupation correction to field e3: occupation (other) correction to g2: report source.

Event description:
It was reported by a patient advocate that the communicator had issues communicating with this pacemaker. It was noted that the red call doctor icon was triggered. The patient advocate was referred to the clinic. A new cell adapter was sent to the patient. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.